Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary black screen and offline in remote support services (rss). The customer tried to reboot, but the problem was not resolved.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 17-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that drawer 3.2 on auxiliary was causing the pyxis to turn off. A field service engineer (fse) replaced drawer board and tested in hardware test application (hta). Then the customer was able to test drawer and load medications. The system functioned as intended after the field service engineer repaired the device.